Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got failed battery alarm on insulin pump. The customer's blood glucose was 350-351 mg/dl. The customer stated that the contacts were damaged. Customer also mentioned that the tubing on his pump keeps coming disconnected at the quick release. Advised customer to revert to back up plan. The insulin pump will not be returned for analysis.